Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, they were having difficulty in squeezing the handle upon the 2nd fire with an egia60amt. The doctor could not complete the firing and had to open another handle and reload to complete the case. There was additional tissue resection as the reload had to be removed, however, operating time was not extended. There was no tissue damage and nothing fell into the patient's cavity. The patient is good.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12mm single use instrument and one endo gia 60mm articulating medium/thick reload both opened by the account. Visual examination of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired. Microscopic inspection of the reload noted damage to the cutting edge of the knife blade. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was applied to test media. The interlock was overridden and all remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all quality specifications. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.